Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 300 to the 400's (mg/dl). Reportedly, the customer changed all supplies to resolve the alarm. As the customer did not contact tandem technical support at the time of the issue, troubleshooting was unable to be performed.